Event description:
The reporter stated that the surgeon inserted an single piece collamer lens model cc4204bf into patient's eye and realized the optic of the lens was scratched. The incision was enlarged to remove the lens and as the physician was removing the lens, he tore the patient's capsule with the forceps. A vitrectomy was performed and a lens was put in the sulcus and a suture was used to close incision. The reporter stated that the lens became scratched during loading by technician.

Manufacturer narrative:
(B)(4).